Event description:
(B)(4) clinical study. It was reported that during a stenting treatment procedure, a plaque shift occurred. The patient presented with unstable angina (braunwald class ia) and was referred for cardiac catheterization that revealed a 90% stenosed and 12mm long bifurcated lesion located in the mid left anterior descending (lad) coronary artery with a reference vessel diameter of 3.5mm. The lesion was treated with pre-dilation and deployment of a 3.0x16mm taxus liberte stent followed by post dilation with a 3.5mm non bsc balloon catheter resulting in 0% residual stenosis. However, following post dilation it was noted that there was some plaque shift into the diagonal vessel. It was treated with a 1.5mm apex balloon. Final angiography showed timi-3 flow without dissection or perforation and 0% residual stenosis. The patient was discharged 1 day later on prasugrel. It is the opinion of the physician that there is a relationship between the plaque shift and deployment of the taxus liberte stent.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).